Event description:
Teaching pt to add non stable medication to readymed-primacin 500 mgm. Pt reconstituted drug, and added med to readymed. When syringe was removed after adding, the valve leaked back. MFR writes, "this letter is in response to your report regarding the model rm100-100 readymed device, reported for "fill port leaks after filling." Thank you for providing samples for eval by our quality assurance dept. The results of the eval are as follows: one unit was rec'd for eval. The unit was rec'd with 1000mls of solution. Using a syringe, the unit was filled with an additional 20 mls of dyed water and left standing for an hour. A slow backflow was noted. Visual inspection of the unit revealed a slightly folded silicone valve at the fill port. Also noted as a concern by your hosp, was the potential sterility issue with a cap with this kind of condition. Although we cannot guarantee total sterility due to environmental conditions outside of alaris' control during the filling process, alaris does provide a sterile unit and components, including the cap, as part of the final package. The cap does provide a seal to prevent any subsequent leakage or leak path. The backflow issue is a result of the silicone valve being folded in the fill port, which will experience of the unit. The quality engineer and quality control supervisor at the MFR plant have been notified of this complaint. This issue will be discussed at the weekly quality/mfg meeting. Alaris will continue to monitor for similar reports."